Event description:
It was reported that the right ventricular (rv) lead was attempted implant due to high threshold values. It was also due to patient's anatomy and where the helix was placed. When the physician tried to relocate the lead in left bundle branch, it was extremely difficult to remove as the helix was stretched and portion of the helix broke off in some part of the septum. The broken portion was unable to be retrieved. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the right ventricular (rv) lead was attempted implant due to high threshold values. It was also due to patient's anatomy and where the helix was placed. When the physician tried to relocate the lead in left bundle branch, it was extremely difficult to remove as the helix was stretched and portion of the helix broke off in some part of the septum. The broken portion was unable to be retrieved. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The lead was returned in two segments. There were no set screw marks on the terminal pin. Visual inspection found the helix was returned attached to the lead, intact (not fractured), but stretched. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.